Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the flexspot pc was not turning on. Review of the system log file showed that the flex viewing software experienced delay start. Upon troubleshooting fse found that flex vision pc failed to power on, although power was available to the rear of the unit. To resolve the issue, fse replaced the flex spot pc and reconfigured the system. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexspot pc failed to turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.